Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Vessel morphology is unknown. A CT scan performed in 2004 indicated that the aneurysm diameter had increased to 55 mm as compared to 52 mm in 2003. No definite endoleak was reported. Explant of the stent graft has been planned at a later date.